Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) device screen was distorted. There was no personal injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) device screen was distorted. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) reported that the iabp screen was distorted. After the on-site inspection on april 11, 2024, the screen was distorted, and the screen problem was suspected after the inspection. After communicating with the hospital equipment department and department on april 25, 2024, it was determined that it was a screen problem. After communicating with the hospital equipment department and department on may 11, 2024, the screen was replaced within the warranty period. The failure analysis and testing dept. Received part with a reported unit failure of screen distortion. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part into the monitor of the cardiosave test fixture and tested the display to factory specifications per procedure number revision e and the cardiosave service manual part number revision r. After an extended run-time of the cardiosave, the fat could not verify the failure of screen distortion. The display passed testing. Retaining the in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.